Event description:
Customer reported having high blood glucose of 400 mg/dl. Customer declined troubleshooting. Customer just wanted to make sure the sensor linked to the insulin pump. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.